Event description:
During a coil embolization procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm ((B)(4)) failed to detach after several attempts, so the device was removed from the patient. After removal, other coils were detached with the same cable and detachment box. Afterwards, while advancing the deltapaq cerecyte microcoil 3 mm x 4 cm ((B)(4)) through the microcatheter, therefore, device was removed. The devices will be returned for analysis, and there was no serious adverse event reported with the event.

Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630) failed to detach; after several attempts, the coil was removed. Other coils were able to be detached after this using the same connecting cable and detachment control box. It was indicated that there was no potential adverse event and no reported event or product problem outcome. No further information has been provided and the device has not been received in response to multiple investigative efforts. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Based on the available procedural information and without the return of the device for analysis, no conclusion can be made regarding root cause of the reported failure of the coil to detach.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. The dpu passed post-detachment electrical testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630) failed to detach; after several attempts the coil was removed. Other coils were able to be detached after this using the same connecting cable and detachment control box. It was indicated that there was no potential adverse event and no reported event or product problem outcome. No further information has been provided in response to multiple investigative efforts. The returned device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. The dpu passed post-detachment electrical testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the reported inability to detach the coil cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event; however, it was reported that the concomitant devices were successfully utilized with subsequent devices. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no discrepancy with testing of the returned device. Although a definitive root cause cannot be determined based on the available information, it appears that procedural factors likely contributed to the reported event. Therefore no corrective actions will be taken.